Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. The calibration and quality controls were within expectations. There was no indication for a reagent issue present. The instrument alarm trace did not indicate an instrument issue was present. No adverse events were reported. No adverse events were reported.

Event description:
The customer experienced questionable estradiol ii results for one patient sample when tested on this analytical e module. All testing was performed on (B)(6) 2011. The initial estradiol ii result recovered 29.72 pg/ml when tested on this analytical e module (serial number (B)(4)). This initial result was reported outside the laboratory and was questioned by the physician. The sample was repeated on a different analytical e module (serial number (B)(4)) and recovered 4300 pg/ml. The sample was repeated again on the this analytical e module (serial number (B)(4)) and recovered 4759 pg/ml (with x5 dilution). The sample was repeated again on the different analytical e module (serial number (B)(4)) and recovered 4300 pg.ml. The sample was repeated again on this analytical e module (serial number (B)(4)) and recovered 5131 pg/ml (with 1x5 dilution). The sample was repeated again on the different analytical e module (serial number (B)(4)) and recovered 4300 pg/ml. The sample was repeated again on this analytical e module (serial number (B)(4)) and recovered 4844 pg/ml (with 1x5 dilution). A corrected report was sent. The estradiol ii result considered correct by the customer was 4759 pg/ml and was reported outside the laboratory as the corrected result. The customer stated a patient tested did have a code of high risk pregnancy, but she did not know which one. The customer was not sure if the patient was pregnant or had in vitro fertilization but one sample did come from a fertility clinic. It is unknown if the patient was affected by the event. No adverse events were reported. The estradiol reagent lot number was 15931703. The field service representative determined a dirty measuring cell was the cause. He cleaned and checked the sample pathway and ran performance tests which were acceptable.